Event description:
According to the reporter: the shaft on the distal end cracked. There was no contact with the pt cavity.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the device is not available for evaluation. If the device is received, a follow-up report will be submitted. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "the device would not fire" and the "suture could not be retrieved." The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.